Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and alleged that the pump switched to default date and time after a reboot. The patient also alleged that the pump's basal settings had to be reprogrammed after a reboot. The patient did not allege any harm or injury because of the reported issue. The alleged issue regarding reprogramming of basal rates after a reboot was unresolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's basal rate(s) had to be reprogrammed after a reboot. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.